Event description:
It was reported by the clinician there was an over infusion of heparin. Heparin was infusing at 20.02ml/hr. And verified by second clinician. Upon returning to the patient's room approximately 20 minutes after initiation, the entire bag had infused. Upon assessment the patient reportedly felt "fine". Labs were drawn the anti xa level was reportedly 2.8. Due to the event, the patient was transferred to ICU for monitoring, and the infusion pump was quarantined. The type of tubing utilized was bd alaris pump infusion set: back check valve tubing. Ref (B)(4) (specific tubing not saved). Although devices were requested to be sent to the manufacturer for evaluation, the customer stated that "biomed did the necessary interrogation and now they are in the process of having a third party evaluate." Additionally, the customer stated that they "have not received an update regarding the status of the third-party reviewer as of yet."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.